Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen did not work when the stylus pen was used. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the display screen had a component failure-cause unknown. It was noted that the cover's bottom right bullet hinge cover was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.